Manufacturer narrative:
A device history record (DHR) review did not show issues related to complaint. From the picture, it was observed "tip of the trocar broke". No other defects were observed. The complaint can be confirmed, but a conclusive root cause can not be determined since the sample was not available. However, the manufacturer will continue to monitor and trend relating complaints.

Event description:
Alleged issue: when the surgeon inserted the obturator into the cannula, he met a certain "resistance", but he could lock securely the two components. He inserted the device into the wall and then removed the obturator again with this "resistance". Then the surgeon tried to insert an instrument (a clamp) and this one couldn't pass out the end of the device. Surgeon removed the trocar from the patient and noticed that the tip is missing. It could not be confirmed if this little piece remained inside the patient or not. No patient injury reported.